Event description:
During cardiac cath, percutaneous transluminal coronary angioplasty & stent, balloon ruptured during stent deployment. Pt went asystolic & spontaneoulsy returned to normal sinus rhythm. 2nd stent deployed without incident.